Event description:
During a laparoscopic and tubal procedure, the tip of the uterine manipulator/injector was missing when removed from the uterus. The attending physicians morcellated the tip.

Manufacturer narrative:
No lot info is available. Initial reporter inquired whether or not the morcellated pieces could be seen by x-ray. Coopersurgical's cmo indicated the pieces would not be visible on an x-ray or via ultrasound definitely after morcellation. The device will not be returned. Initial reporter could not provide any further details regarding the event. Reference complaint.